Manufacturer narrative:
One reflexion spiral variable radius ep catheter was returned for eval. Visual inspection revealed electrode ring 20 had been damaged and peeled distally due to the variation of the nitinol hoop wire, which determines the location of the ring on the wire in relation to the bend on the shaft. Use of the straightener resulted in damage of the uv trim and electrode 20. In addition, functional testing revealed electrode 20 read as an open circuit. Dissection revealed electrode 20 conductor wire had been broken just proximal to the braze joint, which resulted in an open circuit. The device met specs prior to leaving sjm mfg facilities as supported by a review of the device history record.

Event description:
The 20th electrode was not visible on navx and the signal was unable to be obtained. When the catheter was removed from pt's body, the 20th electrode was found to be damaged. The reported catheter was replaced with an ablation catheter to complete the case. There were no adverse consequences to the pt.